Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that there was a scratch on the bending section, universal code, and the control unit. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: -all channels: escherichia coli (7 cfu/endoscope), enterococcus faecalis (5 cfu/endoscope) and stenotrophomonas maltophilia (27 cfu/endoscope). [Second time; (B)(6) 2021]: -all channels: escherichia coli (>100 cfu/endoscope) and stenotrophomonas maltophilia (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.